Event description:
The customer reported that she got a "huge rash" and an infection at the insertion site of her last pod. She also reported having a blood glucose level of 294 mg/dl. The customer went to her doctor who diagnosed her with cellulitis and prescribed her antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to pt's infusion site infection or hyperglycemia. Lot qualification and sterilization records were reviewed, and the product lot met all acceptance criteria.